Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the infection was found after the incision popped open and drainage was noted. The patient was put on antibiotics. There were no additional adverse patient effects reported. All available information indicates that the rv lead was explanted.